Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial#: unknown, product: type lead.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient had an intermittent loss of therapy that caused them to fall. The patient had parkinson's disease since 1985 and were treated medically until they were implanted in 2002. After their initial implant, the patient symptoms improved more than 80 percent. Since 2002, the ins had been replaced twice. Since the implantable neurostimulator (ins) was replaced in 2016, the patient felt a heat sensation at the ins site and the ins was overheating. The patient also had recurrent falls. The ins was programmed to c+, 3- at 4.8v, 60 usec, and 85 hz on the left side and c+, 7- at 4.6v, 90 usec, and 85 hz on the right side. Impedances on the left side were between 458 and 953 ohms. Impedances on the right side were between 331 and 937 ohms, except for 0-3 which was 101 ohms. The patient did not have any therapeutic benefit from other electrodes. The hcp discussed reprogramming the ins and lowering stimulation, but they were not able to turn stimulation off for a long time. No changes were made to programming and the sensation had decreased. If the sensation returned, the ins was going to be reprogrammed. No surgical intervention was taken or planned. The issue was not resolved and the patient was alive with no injury. No patient complications were anticipated. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
Mfg site ID was updated to (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the patient's previous implantable neurostimulators (ins) were replaced due to normal battery depletion.